Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer used primapore flexible fabric dressing and had a slight red mark after first usage where the sticking adhesive was. When the second dressing was removed after 12 hours she had a very deep chemical burn left from the adhesive an it was extremely painful and the adhesive problem had to be treated.

Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, but photos and other additional information has been provided to establish a relationship between the device and the reported event. The photos supplied confirms the redness beneath where the adhesive adheres but does not provide insight into the root cause. Root causes include, application, removal, time left on patient, trauma, materials used within the dressing. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.